Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('aub') and nephrolithiasis ('kidney stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infections"), urinary tract infection ("utis"), cervicitis ("pelvic mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("pelvic mild chronic cervicitis with squamous metaplasia") and alopecia ("hair loss"). In 2017, the patient experienced abdominal pain upper ("pain in the right side stomach / severe right side stomach daily") and tooth disorder ("dental problems / weak teeth"). In 2018, the patient experienced bursitis ("knee and hip bursitis/hip bursits since essure"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant), fatigue ("exhaustion"), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/heavy periods"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), infection ("other infection"), vaginal infection ("acute vaginitis") and endometrial hyperplasia ("proliferative endometrium"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, abdominal distension, dysmenorrhoea, abdominal pain upper, urinary tract infection, uterine cervical metaplasia, tooth disorder, alopecia, bursitis, fatigue, pelvic pain, abdominal pain, menorrhagia, bladder disorder, urinary tract disorder, infection, vaginal infection and endometrial hyperplasia had resolved and the cystitis, cervicitis and nephrolithiasis outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain upper, alopecia, bladder disorder, bursitis, cervicitis, cystitis, dysmenorrhoea, endometrial hyperplasia, fatigue, infection, menorrhagia, nephrolithiasis, pelvic pain, tooth disorder, urinary tract disorder, urinary tract infection, uterine cervical metaplasia, uterine haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date ((B)(6) 2014). Patient received treatment for pelvic pain, abdominal pain, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding), bladder problems, urinary problems, hair loss, dental problems, other infection, acute vaginitis, uti, hip bursitis since essure, aub, mild chronic cervicitis with squamous metaplasia, proliferative endometrium, bloating. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain upper, uterine haemorrhage, urinary tract infection, dysmenorrhoea, bursitis, abdominal distension, cervicitis, uterine cervical metaplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received- new events pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding)/heavy periods, bladder problems, urinary problems, other infection, acute vaginitis and proliferative endometrium were added. The outcome of events uti, hip bursitis since essure, aub, mild chronic cervicitis with squamous metaplasia, bloating, hair loss and dental problems were updated from unknown to recovered. Reporter's information was added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine haemorrhage ('aub') and nephrolithiasis ('kidney stones') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. In 2015, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), abdominal distension ("bloating"), dysmenorrhoea ("dysmenorrhea (cramping)"), cystitis ("bladder infections"), urinary tract infection ("utis"), cervicitis ("pelvic mild chronic cervicitis with squamous metaplasia"), uterine cervical metaplasia ("pelvic mild chronic cervicitis with squamous metaplasia") and alopecia ("hair loss"). In 2017, the patient experienced abdominal pain upper ("pain in the right side stomach / severe right side stomach daily") and tooth disorder ("dental problems / weak teeth"). In 2018, the patient experienced bursitis ("knee and hip bursitis"). On an unknown date, the patient experienced nephrolithiasis (seriousness criterion medically significant) and fatigue ("exhaustion"). The patient was treated with surgery (hysterectomy (full) with bilateral salpingectomy on (B)(6) 2018). Essure was removed on (B)(6) 2018. At the time of the report, the uterine haemorrhage, abdominal distension, cystitis, urinary tract infection, cervicitis, uterine cervical metaplasia, nephrolithiasis, tooth disorder, alopecia and bursitis outcome was unknown and the dysmenorrhoea, abdominal pain upper and fatigue had resolved. The reporter considered abdominal distension, abdominal pain upper, alopecia, bursitis, cervicitis, cystitis, dysmenorrhoea, fatigue, nephrolithiasis, tooth disorder, urinary tract infection, uterine cervical metaplasia and uterine haemorrhage to be related to essure. The reporter commented: discrepancy noted regarding essure insertion date, ((B)(6) 2014). Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on an unknown date: tubes were closed. Concerning the injuries reported in this case, the following ones were described in patient¿s medical record: abdominal pain upper, uterine haemorrhage, urinary tract infection, dysmenorrhoea, bursitis, abdominal distension, cervicitis, uterine cervical metaplasia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-oct-2019: reporter¿s information was updated and new reporters were added. Patient¿s information was updated and lab data provided. Insertion date was updated and removal date was added. The event injury was updated with new information and recoded to uterine bleeding. Furthermore, the events bloating, dysmenorrhea, abdominal pain upper, bladder infections, utis, cervicitis, squamous metaplasia, kidney stones, dental problems, hair loss, bursitis and exhaustion were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.